Event description:
It was reported that a screw potentially damaged interoperatively, preventing use. The head of the screw was discovered by surgeon dislodged from the shaft. Screw was removed and replaced with similar screw from same system.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Inspection of the device confirmed that the bone screw head had shown asymmetrical deformation that was larger than expected of a 12 nm tightening torque. Conclusion: the most likely cause of the customer reported event is the over stressing of the implants due to the surgeon's multiple tightening attempts and persuasion actions.

Event description:
It was reported that a screw potentially damaged intraoperatively, preventing use. The head of the screw was discovered by surgeon dislodged from the shaft. Screw was removed and replaced with similar screw from same system.